Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. Approximately 10 months later, an endurant aortic extension cuff was implanted along with non-medtronic chimney stents in the rra and sma and a non-medtronic snorkel in the lra to treat an abdominal aortic rupture and type ia endoleak. The patient expired approximately one month later. The investigator noted that the cause of death was not related to the device or procedure. A type iii separation endoleak occurred approximately 5 days post implant between the endurant cuff and the endurant bifurcate. The patient had intervention approximately 2 weeks later to treat the type iii endoleak however the leak persisted and was noted again 6 days later. It was reported that due to the patient's comorbidities and medical situation it was not possible to undertake any further surgical interventions. The type iii endoeak was assessed by the investigator as not related to the endurant iis stent graft or procedure. As per the sponsor the type iii endoleak is possibly related the endurant iis stent graft and not related to the procedure. The event was unresolved at the time of the patient's death.

Manufacturer narrative:
Additional information: it was reported that the site assessment has been updated. The site now assesses the type iii endoleak and not related to the device and not related to the procedure. The sponsor assessed it as having a causal relationship to device and procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was now confirmed that the sponsor assessed the rupture as not related to device or procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated fdc at completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it is reported that the onset date for the acute pulmonary edema was the (B)(6) 2018. The pulmonary edema required prolonged hospitalization and medication as treatment. To diagnose the acute pulmonary edema , a CT of the thorax was performed. The patients pulse oximetry had a reading of 88 %. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the adverse event acute pulmonary edema leading to respiratory insufficiency with intervention completed onset date was confirmed as (B)(6) 2018. The site assessed the pulmonary edema as not device or procedure related and not related to the renal stent. The sponsor assessed the pulmonary edema as having a causal relationship to the device and the procedure and not related to the renal stent. For the type iii endoleak the sponsor assessment has been updated from not related to the renal stent to having a causal relationship to the renal stent. The sponsor assessment of the abdominal aortic rupture has been updated from not related to the renal stent to related to the renal stent. If information is provided in the future, a supplemental report will be issued.